Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bivona tracheostomy tubing leading to the cuff detached directly at the pilot balloon. There was no reported patient involvement, and no patient or user harm reported at this time.